Event description:
A 1.5 mm x 15 mm sprinter rx dilatation balloon catheter was used to pre-dilate a left circumflex lesion. The lesion morphology is unknown, with 90% stenosis. It was reported that the balloon was advanced to the intended lesion site and upon inflation of the balloon, the balloon ruptured at a pressure of 12 atmospheres. It was noted at that time that a dissection had occurred. The balloon was successfully removed from the patient as one unit. Another manufacturer's balloon and stent were successfully used to complete the case. No clinical sequelae were reported and the patient is reported to be stable. Medtronic has received the device and its analysis has been completed. Inspection of the returned device confirmed the presence of a hole in the balloon material over the proximal edge of the inner shaft marker band. The balloon material on the distal side of the hole is bunched. There is evidence of chatter marks on the balloon material proximal to the hole and there is evidence of a scratch distal to the hole. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
.